Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "broken gamma nail. Patient had a nonunion fracture. Patient had pain and required a revision procedure. The gamma nail was removed."

Event description:
As reported: "broken gamma nail. Patient had a nonunion fracture. Patient had pain and required a revision procedure. The gamma nail was removed."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. Significant drill marks were observed on the lateral side of the proximal end and progressing towards the medial side. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture notching effect somewhere at the lateral edge. Another thing to note apart from the drill marks was the sign of excessive loading which is also evident from material deformation as the material is bent in an outwards direction. The fracture pattern resembles a fatigue fracture, evident by the appearance of lines of rest. The breakage initiated in a fatigued manner from the anterior side but broke in a much quicker manner from the other side due to high tension. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the failure of the nail can be attributed to a combination of user error which is evident from the misdrilling, and patient factors as excessive loading marks and material deformation are visible on the nail if any additional information is provided, the investigation will be reassessed.